Event description:
The reporter stated that the surgeon had inserted a silicone single piece lens model aa4204vf in patient's eye with no damage to the lens or to the patient, however, the surgeon decided to remove the lens and put in a three piece lens. There was no patient injury or product issue with this lens. This was due to a surgeon's choice.